Event description:
Device in the emergency room (ER) = 238 mg/dl. Lab= 537 mg/dl performed 15minutes apart. Controls were in range. Treatment info was not provided. A request was made for return product, however replacement was declined.